Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she received a no delivery alarm. The customer's blood glucose was 589 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with insulin pen. The customer did troubleshoot for the no delivery alarm and found that the insulin pump was working as designed. The customer declined to troubleshoot for the high blood glucose. The customer stated that the high carbohydrate foods caused the high blood glucose. The insulin pump will not be returned for analysis.